Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned product found debris in the sterile packaging. The packaging was returned opened, and therefore, the source of the debris cannot be confirmed. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported when the surgeon opened the implant, there was a piece of green on the plastic bag surrounding the implant. The sales confirmed that the green pieces were attached from the beginning and were not included during the surgery. No adverse events were reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.